Event description:
N/a.

Manufacturer narrative:
The customer has not requested repair of the unit at this time. A supplemental report will be submitted if further information is provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had blood contamination inside the safety disk, crm assembly, purge manifold, blood detect tubing assembly, other connecting tubings, and pneumatic coupling and male lure fitting. The unit alarmed an autofill failure for the reported malfunction. After blood detection event reported, patient died in 2-3 days as per verbal information provided by the hospital biomed.